Event description:
It was reported that at implant, when the stylet was inserted, the extremity of the is1 lead connection was twisted. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected operator code. Evaluation summary: (B)(4) connector pin bent, and the analyst noted this most likely occurred at implant attempt; blood also noted on helix; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that at implant, when the stylet was inserted, the extremity of the is1 lead connection was twisted. The lead was not used. No patient complications were reported as a result of this event.